Event description:
It was reported that during surgery, a wire and nut from the ratcheting driver fell into the patient. Components were removed by the surgeon and the surgery was completed successfully. Patient outcome: no adverse effect reported as a result of this event.